Manufacturer narrative:
H3) the instrument was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the returned tracker was not able to track when connected to a known good system. The instrument had electrical failure. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that upon trying to register that patient, the system was unable to track. The registration probe was not seen on the system, they tried multiple ports on the break out box (bob) with the same outcome. They switched to new cable and continued with the procedure. There was a delay of less than one hour. There was no impact on the patient's outcome.